Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the hydrophylic coating of the sheath of the delivery system introducer was missing. Blood was observed on the delivery system introducer dilator. The analyst noted the introducer was returned with the dilator attached to the introducer sheath. There is blood in the strain relief. The is absence of hydrophilic coating at the distal end of the sheath at 61.9 cm to the distal tip. There is blood between the distal end of the dilator grip of the dilator and the proximal end of the seal housing. There is hydrophilic coating on the dilator shaft. There is hydrophilic coating voids at various areas on the sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the introducer did not move through the vein. It was observed that the introducer did not had hydrophilic coating. The introducer was not used and was replaced. No patient complications have been reported as a result of this event.